Manufacturer narrative:
As reported in a research article, five-year follow-up of transcatheter tricuspid valve replacement with the evoque valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
The article, "five-year follow-up of transcatheter tricuspid valve replacement with the evoque valve", was reviewed. The article presented a case study of a (B)(6) year old female patient with a history of rheumatic heart disease and mitral valve commissurotomy. A 25mm masters series mitral mechanical heart valve was chosen for implant on an unknown date. The device was successfully implanted. On an unknown date the patient presented with dyspnea, refractory peripheral oedema, ascites, and multiple recent heart failure hospitalizations. The mechanical heart valve appeared to well-functioning with trivial mitral regurgitation. Transthoracic echocardiogram (tte) revealed severe tricuspid regurgitation, pulmonary hypertension, and a right ventricular systolic pressure of 48mmhg. The patient underwent a transcatheter tricuspid valve replacement (ttvr) with a 44mm evoque valve. [The primary and corresponding author was john webb, st. Paul¿s hospital, 1081 burrard street, vancouver, bc, v6z 1y6, canada, with corresponding e-mail: johngraydonwebb@gmail.com.]

Event description:
The article, "five-year follow-up of transcatheter tricuspid valve replacement with the evoque valve", was reviewed. The article presented a case study of a 69-year-old female patient with a history of rheumatic heart disease and mitral valve commissurotomy. A 25mm masters series mitral mechanical heart valve was chosen for implant on an unknown date. The device was successfully implanted. On an unknown date the patient presented with dyspnea, refractory peripheral oedema, ascites, and multiple recent heart failure hospitalizations. The mechanical heart valve appeared to well-functioning with trivial mitral regurgitation. Transthoracic echocardiogram (tte) revealed severe tricuspid regurgitation, pulmonary hypertension, and a right ventricular systolic pressure of 48mmhg. The patient underwent a transcatheter tricuspid valve replacement (ttvr) with a 44mm evoque valve. (B)(6).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.